Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. At approximately 1:00 pm the patient received a blood glucose result of 29 mmol/l on her aviva combo system. The patient attempted to self treat with correction boluses; however, her blood glucose remained around 30 mmol/l. The patient experienced elevated blood glucose symptoms of feeling sick, excessive thirst, and was tired. The patient drove herself to the hospital. At the hospital the patient was treated with an insulin and kalium infusion. After the infusion, the patient's blood glucose decreased to 9 mmol/l and the patient was discharged from the hospital. The patient was in the hospital for a total of 4 hours. Later that evening, around 8:00 pm the patient's blood glucose again increased to 30 mmol/l and she felt sick all night. The following morning, (B)(6) 2019, she received a blood glucose result of 29 mmol/l and she called her diabetic nurse. The nurse advised to disconnect the infusion device and to treat only with an insulin pen. The patient was able to self-treat with an insulin pen, and her blood glucose levels' have decreased to 17 mmol/l. The infusion device was requested to be returned for product evaluation.